Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at melectronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the escape button was unresponsive. The customer reported that he got into a hot tub while wearing the insulin pump. Blood glucose level at the time of the incident was 58 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.